Event description:
While the unit was in use on a patient, the unit displayed a "leak in iab circuit" alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.